Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a pacu pyxis struck on system configuration and system in offline mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis had been stuck on system configuration offline. A field service engineer (fse) logged into carefusion application to start the station. The station was in use all day with no access due to procedure. The station was operating, and user agreed to notify if the issue persisted. Later, the fse added a password for remote support service (rss), and the issue was resolved. The station was showing online. The system functioned as intended after the field service engineer repaired the device.